Manufacturer narrative:
Post-shock, the rv and ra rates increased. The rv rate was around 340 bpm. Undersensing was noted in the ra due to cross-chamber blanking, but this had no effect on device therapy decisions as the rv rate was so high. The ra rate increased to greater than 300 bpm. A 2nd (B)(4) joule shock was delivered with an impedance of 59 ohms. Post-shock, the ra rate slowed down. The rv rhythm continued to degrade with a rate of approximately 290 bpm. A third (B)(4) joule shock was delivered with an impedance of 56 ohms. The rhythm did not convert. The morphology was variable with characteristics of vf. A fourth shock was delivered with the same impedance and charge time. The rhythm did not convert. A fifth shock was delivered with a similar impedance and charge time, and did not convert. The sixth shock was delivered in reversed polarity. The impedance was greater than 145 ohms, triggering alert (code 1005). The rhythm did not convert. All therapy was exhausted in the vt zone. Post-shock, there was some intermittent undersensing that caused the episode to stay in the vt zone (where all therapy was exhausted), but the rhythm then escalated to the vf zone. The seventh shock was delivered with an impedance of 53 ohms. The rhythm did not convert. Shock attempt eight delivered in reversed polarity with impedance greater than 125 ohms and did not convert. The ra slowed to an intermittent, less than 30 bpm rate. No therapy was available as all shocks had been delivered. The episode ended at an elapsed time of 2 minutes and 29 seconds. Subsequent episodes recorded on (B)(6) beginning at 3:57 am and ending at 14:42. The last two non-sustained events showed noise on all 3 channels, likely due to leads being cut at the post-mortem explant or during cautery. Root cause may be a lead issue or physiologic growth on the coils (i.e., scar tissue or calcification) as the lead had been implanted approximately 13 years. Lead impedance trends had been consistently higher throughout implant.

Event description:
(B)(6) performed a more in-depth review of device data. The device was programmed with two therapy zones. The vt zone was programmed to 220 bpm with anti-tachycardia pacing (atp) and (B)(4) joule shocks. The vf zone was programmed to 250 bpm with (B)(4) joule shocks. Lead diagnostics showed stable pacing impedances in both the rv and ra. Shock impedances were stable between 90-110 ohms. The first episode recorded on (B)(6) 2016. A (B)(4) joule shock was delivered with an impedance of 71 ohms. The patient was in a sinus rate at approximately 120 bpm, and then the rhythm changed to vt/vf with an approximate rate of 260 bpm. Charge times were 10 seconds and the shock converted to a sinus rate of 130-140 bpm. Episode v-2 recorded on (B)(6) 2017. The patient was in a sinus rate at approximately 130 bpm, followed by a premature ventricular contraction (pvc) that was blanked due to cross-chamber blanking. This began a run of vt at a rate of approximately 300 bpm (as a note, the ra speeds up as well, but only to around 200 bpm). The patient received a (B)(4) joule shock with an impedance of 70 ohms and a charge time of 10.2 seconds. Post-shock there was some rv undersensing observed due to cross-chamber blanking that resulted in some ventricular pacing. The shock slowed the rhythm to an erratic rate in the 70 bpm range (along with pvcs) where the atrium and ventricle were not in synchrony. Episode v-3 recorded as non-sustained on (B)(6) 2017. No electrograms were available to review. The duration was 6 seconds. Episode v-4 recorded on (B)(6) 2017. The patient was in a sinus rate at approximately 110 bpm. The rv rate increased to approximately 240 bpm for 12 beats, but then broke on its own. Episode v-5 recorded on (B)(6) 2017 (date of death). Patient was in a sinus rate at approximately 90 bpm. A pvc was noted, but then the rhythm changed to vt/vf at a rate of approximately 260 bpm. A (B)(4) joule shock was delivered with an impedance of 59 ohms.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the only portion of the lead returned were the three terminal legs. All three segments were severed at the post-mortem explant at approximately 5 cm from the terminal pin. There was a partial tear in the molded insulation on the df-1 distal terminal leg. Laboratory technicians were unable to confirm when the tear occurred. There was no conductor damage noted at this location. Multiple setscrew marks were noted on each of the terminal connectors in the correct location. The lead segments all passed resistance testing, verifying the electrical performance of the segment portions returned. The observations reported in the field were unable to be confirmed through analysis of the lead segments returned.

Event description:
Boston scientific received information that the patient implanted with this defibrillation lead and implantable cardioverter defibrillator (ICD) was found deceased at home in the morning. A company field representative was contacted to interrogate the device later that afternoon at the morgue. Upon interrogation there was an alert (code 1005) indicating an open circuit condition was detected during shock delivery. It was noted that on (B)(6) 2017, the patient had ventricular fibrillation (vf) and the vf was converted with a 41 joule shock. On (B)(6) the patient had ventricular tachycardia (vt) that self-terminated. On the date of death, the patient had a vf episode at 3:43 am. Shock attempt 1 and 2 in the vf zone had a 59 ohm impedances in initial polarity. Attempt 3 was in the vt zone with a 56 ohm impedance in initial polarity. Attempt 4 in the vf zone had a 56 ohm impedance in initial polarity. Attempt 5 was in the vt zone with a 57 ohm impedance in initial polarity. Attempt 6 was in the vt zone with impedances greater than 125 ohms in reversed polarity. This triggered the alert (code 1005). Attempt 7 had no therapy delivered since all programmed therapy had been delivered. Attempt 8 in the vf zone had a 53 ohm impedance in initial polarity. Attempt 9 in the vf zone had an impedance of greater than 125 in reversed polarity triggering alert (code 1005) again. Attempt 10 in the vf zone had no therapy as all programmed therapy had been delivered. This episode lasted a total of 14 minutes. Boston scientific technical services (ts) discussed the rhythm showed fine vf signals with some undersensing observed. The device and defibrillation lead were returned for analysis. It was also noted this patient had been lost to follow-up. He was checked at the one week wound check in 2014, but was not seen again until (B)(6) 2016. At that time, he was seen by a different physician, but then not seen again until he passed.